Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 19-oct-2023. The most recent information was received on 14-aug-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("sign of subtotal isthmic perforation of essure on the right side"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted (lot no. C26963). Additional non-serious events are detailed below. The patient had a medical history of thrombophlebitis in 2014, ankylosing spondylitis in 2005 and cyanosis peripheral, urinary infection, anxiety, loss of libido, iliac fossa pain, allergic asthma, irritable bowel syndrome, dvt, gerd, appendicectomy, oral fungal infection, parity 4 (2006, 2008, 2011 & 2013), early miscarriage, turbinectomy and underweight. No tobacco use no alcohol use. Previously administered products included: corticosteroids, nsaids, cerazette and iud nos. Concurrent conditions were listed as covid-19 (2 episodes) and dyspareunia since 2022, thermocoagulation since 2015 as well as painful defecation, vaginal dryness, menometrorrhagia, metrorrhagia and pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), fatigue ("fatigue"), teeth brittle ("fragile teeth"), dry mouth ("dry mouth"), pudendal canal syndrome ("pain in pudendal nerve"), nervous system disorder ("transit disorders"), amnesia ("loss of memory"), disturbance in attention ("loss of concentration"), heavy menstrual bleeding ("menorrhagia"), toothache ("pain in teeth"), tooth fracture ("broken tooth"), bruxism ("bruxism occurrence"), arthralgia ("muscle & joint pain"), pollakiuria ("pollakiuria"), dyspepsia ("digestive disorders"), temperature regulation disorder ("thermal regulation disorders") and ankylosing spondylitis ("according to the patient these symptoms together with worsening of ankylosing spondylitis pain were related to essure"). The patient was hospitalised from (B)(6) 2023. The patient was treated with atarax (hydroxyzine hydrochloride) as well as surgery (hysterectomy with salpingectomy and essure removal with uterus and fallopian tubes removal). Essure was removed on (B)(6) 2023 at the time of the report, the fatigue, dry mouth, pudendal canal syndrome, nervous system disorder, amnesia, disturbance in attention, heavy menstrual bleeding, toothache, tooth fracture, bruxism, arthralgia, pollakiuria, dyspepsia, temperature regulation disorder and ankylosing spondylitis had not resolved. The outcome of fallopian tube perforation was unknown. The reporter considered amnesia, ankylosing spondylitis, arthralgia, bruxism, disturbance in attention, dry mouth, dyspepsia, fallopian tube perforation, heavy menstrual bleeding, nervous system disorder, pollakiuria, pudendal canal syndrome, temperature regulation disorder, tooth fracture and toothache to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, fatigue or teeth brittle. The reporter commented: essure inserted with 5 visible coils in the right side and 5 visible coils on the left side. The described symptoms were persistent after the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 17.625 kg/sqm. Batch no~c26963 production date~2014-02-26 expiration date 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-aug-2024: medical record received. New events fallopian tube perforation, dry mouth, pelvic pain, pain in pudendal nerve, transit disorders, loss of memory and concentration, menorrhagia, pain in teeth and broken tooth, bruxism occurrence, muscle and joint pain, pollakiuria, digestive disorders, thermal regulation disorders were added. Medical history, concomitant conditions, historical & treatment drugs were added. Patients date of birth updated. New reporter lawyer added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. The most recent information was received on 26-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted (lot no. C26963). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), fatigue ("fatigue") and teeth brittle ("fragile teeth"). The patient was treated with surgery (essure removal with uterus and fallopian tubes removal). No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, fatigue or teeth brittle. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 46 kg. Batch no~c26963. Production date~2014-02-26. Expiration date 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted (lot no. C26963). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), fatigue ("fatigue") and teeth brittle ("fragile teeth"). The patient was treated with surgery (essure removal with uterus and fallopian tubes removal). No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, fatigue or teeth brittle. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 46 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.